Event description:
It was reported that urine leaked from the foley catheter balloon on the day of use. As per mail received from ibc on 17jan2023, stated that the complaint was that the balloon deflated during use.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the balloon was partially deflated upon receival of sample. Deflated balloon passively with no cuffing or leaks noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Also received 2 photo samples. First photo sample shows overview of catheter with balloon partially inflated with solution. Second photo sample focuses on partially inflated balloon. Based on physical sample received the product was meets specifications which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the balloon was partially deflated upon receival of sample. Deflated balloon passively with no cuffing or leaks noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 2 photo samples. First photo sample shows overview of catheter with balloon partially inflated with solution. Second photo sample focuses on partially inflated balloon. Based on physical sample received the product was meets specifications which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the foley catheter balloon on the day of use. As per mail received from ibc on (B)(6)2023, stated that the complaint was that the balloon deflated during use.

Event description:
It was reported that urine leaked from the foley catheter balloon on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.